Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when the device was inflated to 2 bar. The procedure was completed with another of same device. There were no complications reported and the patient's status was stable. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified radial artery. The balloon ruptured on the first inflation at 2 atmospheres for 5 seconds. There was no segment of balloon left inside the patient's body.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older. Device evaluated by MFR: mustang 12.0 x 40, 75cm, batch#26262627, 14atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when the device was inflated to 2 bar. The procedure was completed with another of same device. There were no complications reported and the patient's status was stable. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified radial artery. The balloon ruptured on the first inflation at 2 atmospheres for 5 seconds. There was no segment of balloon left inside the patient's body.

Manufacturer narrative:
(A2) age at time of event: patient is 18 years or older.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when the device was inflated to 2 bar. The procedure was completed with another of same device. There were no complications reported and the patient's status was stable.